Manufacturer narrative:
H10: the device was received for evaluation without the original caps. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. There was no evidence of damage to the patient connector. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protection cap (pull ring) of the patient line of the homechoice cassette disconnected; further described as ¿drop down." This occurred during priming of the device for peritoneal dialysis therapy. The cap of the patient line suddenly "flushed off." There was no report of patient injury or medical intervention associated with this event. No additional information is available.